Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2013 due to impedance issues. The physician was dr. (B)(6) at (B)(6) healthcare system in (B)(6), oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).